Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.3, lab: 1.8. Venous draw was done immediately after finger stick on the inratio meter. Nurse was unable to provide medication list for pt but states that there has not been any changes; pt is not taking antibiotics or pain medications. Nurse was unsure if pt is undergoing chemotherapy/dialysis.